Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient rep stated that 2-3 days before appointment on (B)(6) 2022, patient experienced a gradual return of symptoms. Patient said that at the appointment a medtronic representative was there (asked, name unknown) and the representative adjusted settings and switched to a different program. The patient rep said that the therapy worked for five weeks and then four days before appointment last wednesday again experienced a return of symptoms. The patient rep said that they saw the pa at hcp office and the pa increased the setting. The patient rep said that patient's symptoms are worse and patient said can't feel the stimulation. The patient rep said that they made an adjustment yesterday. The circumstances that led to the reported issue were unknown. Reviewed general programming guidance. The patient rep connected to implant and said that the therapy screen shows therapy as off. When asked, the patient rep said patient hasn't had any medical tests or exposed to any theft detectors since caller adjusted setting yesterday. With instruction patient rep successfully turned stimulation on. Patient will maintain stimulation level and will continue to track symptoms for at least 2-3 days and if doesn't notice improvement in symptom control to make another slight increase. Explained that they are unable to check history to determine exactly when stimulation was turned off, so recommended that they connect to implant this evening to verify that stimulation is still on and again tomorrow during the day in an effort to try to gather more information as to why implant was off and what might be contributing to that situation. No further complications were reported at this time.

Event description:
Additional information was received from the patient. When asked the cause of the therapy being off determined theycircled no. When asked what most likely caused the issue and what steps will be taken to resolve the issue, they did not reply. When asked if the issue has been resolved, they circled not yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.